Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a wide intrinsic morphology. The patient was washing a truck at the time of the shock. The device sensing vector was in the alternate vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.